Manufacturer narrative:
The returned device was evaluated. During this testing the unit was left on for approximately 45 minutes with masimo set tester plugged in. Measurements began to drift away from expected values. The same value drift measured with masimo sensor on finger. After approximately 5 minutes the radical-7 displays "replace sensor" message followed by error "007" on screen and the device reboots. Error 007 corresponds with an oximeter mx board communication error. The customer mx-3 was removed from the radical-7 and tested on a mini-model and the same fluctuation and error exhibited with mx-3 standalone testing on mini-model. No physical damage observed on the mx-3 board, but noted that when very slight flexural tension is applied to the mx-3 board the board immediately fails, indicating a underlying physical failure of the board. Trend data download performed via trendcom. Review of trend data shows one instance of the pulse rate increasing from 60s to 100s followed by no reading and a "replace cable" message. The rds was found to be fully functional.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the "replace sensor" message and measurement accuracy error came up during burn-in test. Start at 1:13:04 on (B)(6) 2015, then pr values increased to 90-130 bpm (out of 61 bpm&#7273; after 3:21:58 on (B)(6) 2015. The problem did not occur at the hospital. This was found at repair area of tech support-(B)(4). There was no patient involvement.